Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient¿s blood glucose (bg) always low 40 and 50 mg/dl since starting on this pump with feeling shaky, hyper and pale. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The reporter stated that they have decreased the basal to almost nothing. The reporter stated that the patient does not bolus at meals and patient is still running low. The reporter stated that the patient does not bolus at meals and patient is still running low. The reporter stated that they would like pump replaced. Customer support (cs) reviewed all settings and all settings were found to be correct. This report is being made due to history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.